Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Medical devices: item sp-st2-6704, lot unknown; ster trc 2 xd tf 1.5x4.0mm scr. Report source-(B)(6).

Event description:
It is reported that either thinflab screws or ster trac screws have broken off. No further information is available at this time, and additional information has been requested.